Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Complaint 1 of 2. Related to (B)(4) (same patient). Related complaints tw ID# (B)(4) additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device jaws silicone covering was disconnecting. The silicone began to fall and at that point the end user switched out to a new device. There was no part of it that fell into the patient. There was also a loss of power being transferred to the jaws of the device. A replacement device was used to complete the procedure.